Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other applicable components are: product ID: 309328, lot# 0204948912, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that actions taken were a reprogramming on (B)(6) 2017. There was a lead and stimulator replacement on (B)(6) 2017. It was reported to be serious and the issue was resolved on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot# 0204948912, implanted: (B)(6) 2011, product type: lead.

Event description:
Additional information received reported that there was high impedance and a change of the stimulator and electrode on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that there was a loss of efficacy with a return of incontinence and urgency due to a digestive surgery on (B)(6) 2016. High impedances were reported and the stimulator had been stopped for the surgery. The device was turned back on, but there was no efficacy afterwards. Reprogramming was performed but the issue had not resolved; the event was ongoing. Medical history included idiopathic functional urinary incontinence since 2004. The event was assessed as not serious, not related to the procedure, and related to the stimulation and the lead.